Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was duplicated and isolated to the smart pneumatic module board. A replacement smart pneumatic module board was sent to the customer. Analysis for reports of this type has not identified an increase in trend.